Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 223 mg/dl at the time of the incident. The customer also reported no beeps from the insulin pump. Troubleshooting was provided. The customer reported that the insulin pump did not pass a self test. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. The audio tone or vibrate feature on the pump functioned properly during testing. No the motor arm cannot communicate with the main arm alarms noted during testing. (B)(4).